Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came apart at the quick release while the patient was either standing and cooking or sitting on a couch. The site location was patient's right abdomen and the pump was on the right hip. The issue occurred within an hour of use and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.